Event description:
Boston scientific received information that during a follow up, it was noted that this right ventricular lead had dislodged. A procedure was performed to reposition this lead. The lead remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.